Event description:
New information received notes the patient experienced discomfort, dizziness and vertigo. A non-abbott lead was replaced during the procedure for high capture thresholds.

Manufacturer narrative:
The event of premature battery depletion was confirmed. The device was at end of service (eos) level upon receipt. Analysis of device image revealed high current drain. The device was cut open, and electrical analysis was unable to reproduce the high hybrid current draw, which is consistent with a hardware latch-up condition within the hybrid that caused the reported battery depletion.

Event description:
It was reported that the patient was dependent on the system for normal function. It was noted that premature battery depletion was observed on the pacemaker. The pacemaker was explanted and replaced. The patient was stable.